Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Review of the data file observed that the exhalation system fault. Potential causes for this alarm include kinks or blockages in the breathing circuit, exhalation valve, or patient airway. The device passed all testing successfully the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.